Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown/ (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: leadless pacing using the transcatheter pacing system (micra tps) in the real world: initial swiss experience from the romandie region, ep europace, 2019;21:275-280, doi: doi.org/10.1093/europace/euy195. Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A literature abstract was reviewed which contained information regarding the efficacy of leadless implantable pulse generators (ipgs). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports implantation was successful in ninety of ninety-two patients. The article additionally reports one patient death and prolonged hospitalization required in five patients. During follow up it was noted that two patients required the implantation of a standard pacemaker and one patient required the removal of the leadless ipg due to intractable ventricular tachycardia (vt). The status of the devices is unknown. No patient complications have been reported as a result of this event. The full article was reviewed and it was further reported that one patient experienced an increase in thresholds. Product status is unknown. No patient complications have been reported as a result of this event. Regarding the previously reported patient death, it was indicated that during the positioning of the leadless implantable pulse generator (ipg), the patient experienced a tamponade and hemoydynamic collapse. Emergency pericardiocentesis was performed but the patient could not be resuscitated. It was assumed that the device had perforated the atrial appendage. In the third case, the patient experienced cardiac tamponade and hemodynamic collapse but the patient was successfully resuscitated with pericardiocentesis. The patient no longer wanted the device implanted. The status of the device is unknown. No further patient complications have been reported as a result of this event. In the fourth case, the patient experienced a hematoma and active bleeding at the groin puncture site after the sheath was withdrawn. External compression was required with deep vein thrombosis. The patient ultimately required inferior vena cava filter placement and was hospitalized for thirty days and received a transfusion of 3 units or packed red blood cells. Status of the device is unknown. No further patient complications have been reported as a result of this event. In the fifth case, the leadless ipg exhibited high thresholds at implant. The catheter was removed for inspection and thrombus was identified at distal extremity. A new leadless ipg was successfully implanted instead. However, a routine echocardiogram showed a thrombus attached to the tricuspid valve. The patient was treated intravenously and also required transfusion of two units of packed red blood cells. A hematoma without active bleeding was found at the right groin puncture site. Status of the device is unknown. No further patient complications have been reported as a result of this event. During the implant of the sixth case, the patient experienced two episodes of unstable ventricular tachycardia (vt) which required emergent electrical cardioversion. The device was finally positioned after three deployments. Despite medicinal treatment, the vt persisted. Radiofrequency catheter ablation was performed and tachycardia was mapped close to the implant site of the ipg. Vt still recurred so the device was subsequently emergently explanted. The arrhythmia resolved within two weeks. No further patient complications have been reported as a result of this event. In the final case, two patients experienced elevated thresholds which resulted in implantation of a conventional transvenous system two and thirteen months post implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.